Event description:
Wire was through scope and into papilla. Had difficulty attempting to pass a balloon over wire. When trying to remove balloon from over wire, noted the plastic sheath covering the wire was being stripped off the wire. Cut balloon off the wire, cut wire to remove wire from around the balloon. Then removed wire from scope.